Manufacturer narrative:
The device was returned to a 3rd-party service center and evaluation completed. The device passed the function evaluation testing without confirmation or duplication of a device issue. The device history record has been reviewed with no critical error codes noted. The device passed final testing.

Event description:
The manufacturer received information alleging a ventilator inoperative alarm condition occurred. There was no harm or injury reported. The device has not been returned and evaluated by the manufacturer at this time. A follow up report will be submitted once the investigation is completed.